Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose level. The customer¿s blood glucose level was 47 mg/dl at the time of incident and current blood glucose level was 196 mg/dl. The customer was treated with food for low blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Unit functioned properly. All buttons functioning properly during testing. No damage on keypad traces noted during visual inspection. J2 lcd connector was inspected and no anomalies are noted. Unit received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.